Manufacturer narrative:
Evaluation summary: the turbohawk was returned for evaluation. The turbohawk was received with the distal assembly fractured and separated. The location of the ductile fracture was 5cm from the distal tip. The distal segment of the separation shows the guidewire tubing flared out at the location of the fracture. The proximal portion shows the drive shaft protruding out from the fractured platinum iridium with the cutter assembly intact. The platinum iridium shows the coil segments stretched distally towards the fracture face. The guidewire tubing is not present on the proximal segment. The characteristics of the fracture indicated the location of the fracture was subjected to excessive longitudinal forces.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to treat the patient with a turbohawk device in the left tibial/popliteal trunk. The lesion exhibited moderate tortuosity, moderate calcification and unknown stenosis. The IFU was followed. The vessel was not pre dilated. It was post dilated. It was reported that severe resistance was felt when withdrawing the device. The guidewire was hydrated at preparation and advanced over bifurcation. The guidewire locked up on the device and the lumen was torn from the distal tip. It was reported that the guidewire either looped around the catheter kinking it or the guidewire prolapsed and resulted in the physician being unable to remove from the sheath. The physician then applied force to remove the device causing the tip to be torn off. The entire sheath was removed as the tip was lodged inside. A pta and a new sheath were used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.